Event description:
It was reported: a pt was filling a c1000 portable device from a c31 stationary device. At the end of the fill process, the pt was unable to separate the two devices. Liquid oxygen then escaped from the connection and ran down the side of the stationary unit to the carpet. The pt sustained thermal injuries to his left foot requiring medical intervention.

Manufacturer narrative:
The device has not been returned for eval. At the time of the event, the pt had five liquid oxygen devices in the home. It is not know which unit or units were involved in the event, therefore, all five are being reported. Reference medwatch reports: 1825511-2009-00005, 1825511-2009-000006, 1825511-2009-000008, and 1825511-2009-00009. Product user manual warns, "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." Additionally, "clean and dry the fill connectors on both the stationary and portable units to prevent freezing and possible equipment failure."